Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported "auotfill failure alarms" issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. The fse discovered the iabp had generated fault # 16 and fault # 37. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the transport crew arrived at destination and connected the cardiosave intra-aortic balloon pump (iabp) to the arrow balloon for patient therapy. Whenever the customer attempted to start the iabp, it would generate an ¿autofill failure¿ message. The crew states that they are very familiar with arrow balloons and use of them on their getinge pumps, and affirm that everything was done correctly. The catheter works fine on the arrow pump, and transport of the patient by ground ambulance with the arrow pump was necessary. No adverse event was reported. The patient was not yet connected to the cardiosave iabp; however, biographic information was provided for the intended patient.